Event description:
The customer had four visits from emergency medical tech due to hypoglycemia. The device was used and read higher then the emergency medical tech's meter. Emergency medical tech's did treat with glucogon and glucose IV. One event the customer was taken to the e.r. And received further IV treatment. Controls were not used on the system. The device was replaced and requested to be returned for eval.